Event description:
It was reported that during the procedure, after pre-dilating the lesion, a 3.5x8 xience v rx stent delivery system (sds) was advanced without resistance toward an eccentric, 90% stenosed, de novo lesion that was not heavily calcified, in the narrow, mid left main coronary artery. While inflating the balloon, the stent slipped (watermelon seeded) proximally on the balloon, and from its intended target lesion, and was deployed partially covering approximately 5 millimeters (mm) of the lesion, with the remaining approximate 3mm deployed in healthy vessel tissue. The xience v sds was withdrawn from the anatomy without resistance and a 3.5x12 xience v stent was deployed to fully appose the first deployed stent against the vessel wall and to cover the remaining section of the lesion, completing the procedure. There were no adverse patient sequelae and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.